Event description:
The doctor reported that several pts treated for laser vision correction presented with an expected outcome at the one day post operative examination.

Manufacturer narrative:
Add'l info has been requested from the doctor; however, this has not been provided. The type of event experienced and number of pt is not known at this time. An amo field service engineer examined the system at the customer's location and no issues found related to the event. The field service engineer found a splash of balance salt solution on an optic in the outer boundary and replaced the optic. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.